Event description:
The customer reported having high blood glucose for a week. The customer stated that she changed the infusion set multiple times to resolve the issue. Troubleshooting was performed. The time on the insulin pump was correct. The daily totals matched to the bolus history. The alarm history revealed a no delivery alarm. The customer stated that the tubing seems discolored down near the device. Ran a fix prime test and the insulin exited. The customer's last glucose level was 366mg/dl. The customer's husband called back two days later and stated that the customer was hospitalized for diabetes ketoacidosis and high blood glucose. It was stated that the doctor requested to replace the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.